Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl via an implanted pump. The hcp reported that she programmed the pump with a drug change and bridge bolus, but after updating the pump, she was unable to access the pump to refill it because the pump had flipped. During the call, the hcp was able to change the medication information back to what it was prior to the update and canceled the bridge bolus.